Event description:
It was reported the an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman double curve access system (was) and 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The wds was advanced and deployed in the laa. During the tug test, st elevation was observed, and air was detected in the left atrium (la) on fluoroscopy imaging. No intervention was required as the st elevation stabilized on its own. The physician was uncertain about the source of the air. There were no further complications, and the patient remained in the hospital overnight for monitoring. The patient remained stable and was discharged.